Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that, the display screen has been scratched and customer was not able to see the display screen. The blood glucose was 137 mg/dl at the time of the incident. The customer advised to discontinue the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, broken off battery tube threads and cracked reservoir tube lip.